Event description:
The complainant alleged that during a training session by facility staff, the device displayed "pace fault 115" and "pacer disabled" messages. The complainant indicated that there was no pt involvement in the reported malfunction.